Event description:
It was reported an incorrect syringe size and volume was displayed. The 1ml bd syringe with 0.48 ml of medication was being read as a 3ml syringe with 1.58 to 1.78 ml of medication. The syringe had an equashield adapter connected. The syringe label was removed but that did not correct the issue. There was patient involvement, but no harm. Additional information provided: on december 31, 2025 at 1600 zidovudine (retrovir) 1.92 mg in d5w IV solution was programmed manually to infuse 0.48ml/hr. Per report, "0.33ml of the 0.48ml infused. Customer was utilizing an equashield device attached to the syringe, so they were unable to measure the volume of medication left in the equashield device. The syringe was a pre-filled syringe from pharmacy. Customer states similar issues occurred when using 3ml syringes for this same patient. The pump was not recognizing the syringe with the equashield adapter in place.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of incorrect syringe size detection was not confirmed during the investigation. External inspection of the devices could not be performed as no devices were returned for inspection. However, the facility provided photographs of the concomitant pcu and the suspect syringe module. As shown in figure 2, the facility had a closed system transfer device (aquashield) attached to the syringe and administration set, as reported. Based on the photographs, the syringe volume could not be determined; however, it was observed that the syringe had a label applied, which may interfere with the proper functioning of the syringe barrel clamp used to detect the syringe volume. The tip sheet syringe loading alaris pca and syringe modules states the following: ensure an approved syringe is used (reference the user manual or tip sheets titled: alaris syringe module: compatible syringes and flow rate ranges and alaris syringe module: compatible prefilled normal saline syringes and flow rate rang ensure the syringe is chosen correctly on the display. Selecting an incorrect syringe manufacturer and size may cause an under infusion or over infusion to the patient. If the installed syringe is loaded correctly but not recognized, check for the following: - if a label is between the syringe barrel and the barrel clamp, make sure that it does not erroneously enlarge the barrel size of the syringe. - if a needle-free valve or other component is added to the syringe, ensure that it is no larger than the diameter of the syringe barrel. Based on the information provided by the facility, bds senior clinical practice consultant indicated that use of the equashield cstd (closed system transfer device) adapter may alter the external dimensions of bd 1 ml or 3 ml syringes. These changes, including variations in barrel shape, flange position, and plunger alignment, can interfere with the bd alaris syringe modules syringe size and volume¿detection algorithm, potentially leading to incorrect syringe identification. According to the bd alaris system user manual v12.1.3, only bd manufactured parts, accessories, syringes, dedicated infusion sets, and disposables should be used. The use of non¿approved components is at the customers own risk and could expose patients to device failure, injury, or death, and may also void the product warranty. The manual also states that proper operation of the system requires that users be familiar with related features, setup, programming, IV sets, and accessories, and that all instructions including those for all attached module(s) be reviewed before using the bd alaris system. There was patient involvement, but no harm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported issue of incorrect syringe size detection could not be determined, as no devices or log files were received for this investigation. However, facility emails and photos indicated that a label was placed between the syringe barrel and the barrel clamp, which can erroneously increase the apparent barrel size of the syringe. It was also observed that the facility was using an equashield cstd adapter. The bd alarisâ¿¢ system user manual specifies that only bd manufactured parts, accessories, syringes, dedicated infusion sets, and disposables should be used with the system. The use of non approved components is at the customers own risk and may expose patients to device failure, injury, or death, and may also void the product warranty. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an incorrect syringe size and volume was displayed. The 1ml bd syringe with 0.48 ml of medication was being read as a 3ml syringe with 1.58 to 1.78 ml of medication. The syringe had an equashield adapter connected. The syringe label was removed but that did not correct the issue. There was patient involvement, but no harm. Additional information provided: on december 31, 2025 at 1600 zidovudine (retrovir) 1.92 mg in d5w IV solution was programmed manually to infuse 0.48ml/hr. Per report, "0.33ml of the 0.48ml infused. Customer was utilizing an equashield device attached to the syringe, so they were unable to measure the volume of medication left in the equashield device. The syringe was a pre-filled syringe from pharmacy. Customer states similar issues occurred when using 3ml syringes for this same patient. The pump was not recognizing the syringe with the equashield adapter in place.